Event description:
During a treatment procedure to remove an embolus from the renal in a patient with tortuous anatomy, deflation difficulties were experienced. The physician had advanced the balloon catheter over the wire and inflated the balloon to unknown atm. The wire had been removed, possibly affecting lumen patency. The physician was then unable to deflate the balloon to remove it. The shaft appeared to be kinked at a hard bend. Occluding the balloon lumen. The physician manipulated the catheter back and forth and eventually the lumen of the catheter was removed through the sheath. This process took approximately 30 minutes. The procedure was successfully completed. The patient is reported "fine" following the procedure; no injury or complications were reported.